Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that toward the end of an endoscopic vein harvesting procedure, the physician's assistant noticed that the insulation on the jaw is failing off. The device was removed from the pt with the insulation still attached to the jaw. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.